Event description:
It was reported that a patient with a long history of scoliosis which had increased significantly over the past year with a 45 degree curve underwent surgery with implant of posterior hardware. One month prior, the patient underwent surgery for hydrocephalus. Sometime post-op, it was reported that the setscrews had backed out of the screws and the patient underwent a revision surgery to replace hardware.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. It was reported that the hospital is maintaining possession of the implants.